Event description:
It was reported that, during a robotic laparoscopic prostatectomy with lympadectomy, the bipolar fenestrated grasper collided with the secure cadiere forceps. One of the jaws of the bipolar fenestrated grasper broke when this occurred and fell into the patient. The piece was immediately retrieved through the trocar. The bipolar fenestrated grasper was replaced with a new one to resolve the issue. This resulted in a five to ten minute delay. There was no patient injury.

Manufacturer narrative:
H2) additional information: d9. H3) device evaluation: medtronic led an evaluation of the reported bipolar fenestrated grasper, the associated device logs and a provided image. One image was received for evaluation. The image depicted a bipolar fenestrated grasper with a missing jaw. The broken jaw piece is not visible in the image. A small piece of the pulley can be seen as broken. Evaluation of the logs indicated that no errors were triggered for the reported bipolar fenestrated grasper. The use life was one hundred and eighty-six minutes with a use count of two. Visual inspection of the returned bipolar fenestrated grasper noted no corrosion on the electrical contacts. One of the jaws was disengaged and the piece was not returned. No damage was noted to the drive cables. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. Due to the missing jaw, could not determine if the jaws were moving correctly. Electrical testing was performed and the bipolar fenestrated grasper was read with no observed failures. Evaluation of the bipolar fenestrated grasper confirmed the reported condition, however, the investigation concluded there were no a bnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to the device not being used as intended. The user manual states ¿during teleoperation, external arm and internal instrument collisions (e.g. Between two robotically-controlled instruments or between a robotically-controlled instrument and a laparoscopic instrument) should be avoided, to prevent equipment and instrument damage and unexpected instrument movement.¿. Additionally, the root cause for the reported plastic fracture condition may also be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy with lympadectomy, the bipolar fenestrated grasper (bfg) collided with the secure cadiere forceps. One of the jaws of the bfg broke when this occurred and fell into the patient. The piece was immediately retrieved through the trocar. It was replaced with a new bfg to resolve the issue. This resulted in a 5-10 minute delay. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.